Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report her receiver is initializing without a manual restart on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(6). The returned complaint device passed external visual inspection and photos were taken. A "call tech support" and "hardware error icon" messages were observed on the receiver screen. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.